Event description:
It was reported that after the initial pump surgery, the patient was told to ¿go home and take all her medications,¿ which she reportedly did and then threw up and she ¿was back in there,¿ it was not clear what was meant by that. It was also noted, the patient¿s ¿other doctors¿ had her ¿on so much other crap,¿ and that she ¿got rid of eight things.¿ the patient then noted ¿when I left the hospital the second time, they took like seven or eight medications off of me, and I went through withdrawal, and that was terrible.¿ it was not reported what medication were involved. The patient had a piece of paper ¿listed (B)(6)¿ and she said it had ¿pain disorder and hypokalemia¿ on it. It was unclear if this was related to the device or therapy. It was also noted that the patient ¿stopped going to the bathroom, and they were going to take half of the medicine out,¿ the patient told the medical staff ¿no, it¿s from the (multiple sclerosis) ms.¿ the patient noted ¿so I was alright after that.¿ additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).